Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
Technician of the hospital, reported in her letter, that the op personnel were observing a surgery procedure. During surgery, the devices jammed into each other. It was not possible to disassemble them. Nevertheless, the surgery was completed successfully.